Event description:
It was reported that the right ventricular lead high voltage impedance on the superior vena cava electrode had increased, over a short time, to high impedance values. It was also reported that there was noise on the lead electrogram. The lead is still in use, but it was reported that the patient may have a lead revision and a patient alert was programmed off. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high resistance/impedance. Daily high voltage lead impedance trend data shows an abrupt change in superior vena cava defib impedance from 57 to 254 ohms between (B)(6)2010. It was also noted that there was a patient alert for out of tolerance subthreshold lead impedance on (B)(6)2010.